Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was experiencing difficulties interrogating the device. The patient also has difficulties using the latitude nxt communicator. The local representative repositioned the programmer wand just above the device's pocket site. The local representative was able to successfully establish telemetry. No further intervention was required.